Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient presented with hemolysis, elevated lactate dehydrogenase (ldh), and a mild transient ischemic attack (tia - mini stroke). The patient was also reported to have a driveline infection and as a result the hospital made a decision to exchange the device due to the potential for thrombus development.

Manufacturer narrative:
The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.